Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as error in practice by the patient. The patient as hospitalized for the event and was treated with vancomycin, ciprofloxacin and tobramycin (dose and route not reported). At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. Two days after hospitalization, the patient was discharged. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.